Manufacturer narrative:
Continuation of concomitant: 693558 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the patient's left ventricular (lv) lead was unable to capture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.